Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an "e7" error message and the patient experienced hyperglycemia. The patient had symptoms of thirst and dry mouth. The blood glucose level was 400 mg/dl at 3:00 a.m. On (B)(6) 2017. The patient went to the emergency room and she was treated with slow and fast acting insulin. The blood glucose results taken at the hospital were not provided. The patient was in the emergency room from 10:30 a.m. To 2:00 p.m. The blood glucose result was 274 mg/dl at 7:40 p.m. On (B)(6) 2017. The infusion device was requested to be returned for product evaluation.